Manufacturer narrative:
Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Pain: unable to observe as it is a medical event that is not related to the device. Allergic reaction/hypersensitivity-ndr: not applicable as the event is not related to the device. Nausea-ndr: not applicable as the event is not related to the device. Dyspnea-ndr: not applicable as the event is not related to the device. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Patient reports severe allergy-like symptoms, shortness of breath, nausea, severe pain and fatigue - these are not device related. Patient also reported rupture of the left device diagnosed by an MRI. Healthcare professional later reported bilateral capsular contracture, baker grade unknown. The device has been explanted.

Event description:
Patient reports severe allergy-like symptoms, shortness of breath, nausea, severe pain and fatigue - these are not device related. Patient also reported rupture of the left device diagnosed by an MRI. Device remains implanted. This relates to the left side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: a.2., b.5., b.6., g.1., g.2., h.2., h.6. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture with unknown baker grade.

Event description:
Healthcare professional later reported bilateral capsular contracture with unknown baker grade. The device has been explanted.

Event description:
Patient reports severe allergy-like symptoms, shortness of breath, nausea, severe pain and fatigue . These are not device related. Patient also reported rupture of the left device diagnosed by an MRI. Device remains implanted. This relates to the left side.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.